Event description:
Event description boston scientific, crm received information that this pacemaker was unable to be successfully implanted. During the implant procedure there were right ventricular (rv) sense events following rv pace events that did not correlate with any events on the surface electrocardiogram (ECG). The device was timing off the rv sense event, which resulted in pauses in pacing. The patient is pacer dependent. The leads were reinserted and the setscrews were tightened; however, the sense events continued. Other troubleshooting techniques included extending the ventricular refractory period, extending the post ventricular atrial refractory period, and decreasing the rv sensitivity were tried without success. The issue continued, and as a result the device was removed and a new pacemaker was implanted during the procedure without further complication.,